Event description:
The end-user reported encountering difficult releasing a 28mm cardioseal across a defect with stretched diameter measuring 13mm. According to the incident narrative the implant would not release from the delivery catheter after properly placing it across the defect. The end-user attempted multiple manipulations to release the implant without any success. It was noted the implant completely slipped into the left atrium and spontaneously released from the delivery catheter. The implant then migrated down the aorta into the mid abdominal aorta. An 8f sheath was placed in the right femoral artery and the device was snared but could completely fit into the 8f sheath. The implant was retracted back to the iliac. After consulting with two surgeons, it was decided surgical removal was the best course of action. The end-user noted while waiting for the surgeons, a new 28mm device was successfully deployed and released across the septum with favorable results. The pt was admitted in the cardiac ICU unit for recovery. The implant retrieved from the pt is available and will be returned for analysis.